Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause for hypoglycemic seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the dexcom receiver did not provide an urgent low alert which resulted in the patient experiencing a hypoglycemic seizure. It was indicated that the patient's mother treated the patient with glucagon and at the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.